Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a av08 fault code upon interrogation. The device was on, but would not allow any testing.the patient reports the device has been beeping for 'several weeks'. In review of therapy history it was discovered the device reached end -of-life (eol) in september of 2002. The device was implanted in june of 2002.